Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had experienced this malfunction multiple times before and received instructions from technical support to put the pump into storage mode before returning it. They were advised to program their settings and connect their cgm to the replacement pump, which was sent by technical support, while utilizing an alternate insulin delivery method in the meantime.